Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that external insulation abrasion was noted at 5.0-5.1 cm from the distal tip consistent with lead friction to another device or feature of the heart

Event description:
This report is to advise of an event observed during analysis.